Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "lymph edema", "swelling", "hardening", "scar", and "reddening" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with unspecified juvéderm® voluma¿ in the jaws and cheeks. Patient experienced "hardening, [illegible] scar, swelling, reddening, and lymph edema before a bad cold/influenza". Patient was treated with "antibiosis with amoxil, (¿illegible¿), (drainage prof. (¿illegible¿))". Symptoms are resolved.